Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to deliver a bolus. The customer experienced a blood glucose level displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer completed re-pairing process between pump and app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.